Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin flow blocked. The customer blood glucose level was 568 mg/dl at the time of incident and the current blood glucose level was 427 mg/dl. The customer¿s other blood glucose levels are 500 mg/dl and 447 mg/dl. The customer was treated with injection of 15 units and 15 units of insulin pump. Based on customer report customer does not allege insulin pump was under delivering. Customer reports the symptoms related to their high blood glucose level such as nausea, vomiting, abdominal pain and difficulty breathing. Customer has been being using insulin pump system within 48 hours of reported high blood glucose events. The customer states insulin exited. The insulin pump will not be returned for analysis.